Event description:
According to the facility on 09/11/2024 foreign particulate described as a black speck was noted inside the chamber of the syringe.

Manufacturer narrative:
According to the facility on 09/11/2024 foreign particulate described as a black speck was noted inside the chamber of the syringe. Per the facility the speck was noted prior to patient use and occurred when "pulling air into syringe". No additional information is available at this time. The sample has been requested for evaluation. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.